Event description:
(B)(4). Swelling of the abdomen. Extremely heavy prolonged menstrual. Migraines (everyday). Weight gain (60 pds). Because of the weight gain, I have blood pressure and pre-diabetic. Hair thinning. Insomnia. Depression. Memory fog. Muscle weakness. Joint pain. Swollen cervix (during pap smears) and bleeding at the touch of the swab. Pain during intercourse. Unbearable pain during menstruation. Pain on my left side of my abdomen. Abdominal cramping. Increased discharge. Mood swings. Body temperature is higher and have night sweats. Skin patches and acne. Lethargic. Loss of energy. Eye sight issues. "Hands are swollen and nude almost everyday."